Event description:
It was reported by service report that the siderail could not be latched in the upright position, toprail was broken, exposing sharp edges and fowler was stuck in a raised position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.